Manufacturer narrative:
(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: full weight bearing with normal gait, reports no pain, driving independently, performing light household duties, returned to work, golfing, riding bike. Mild it band syndrome (r hip pain), standard office physical therapy, resolved. Having slight problems walking about, moderate pain. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01773, 0001825034-2022-01774, 0001825034-2022-01776.

Event description:
It was reported that approximately 8 months initial right total hip arthroplasty, the patient developed it band syndrome and required physical therapy. Symptoms resolved approximately 5 months later. All component remain implanted. Attempts have been made and additional information on the reported event is unavailable at this time.